Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: manufacturing location: supplier - (B)(4) / inspected, packaged and released by: (B)(4). Release date: 04-apr-2018. Part number: 04.004.001s, ti end cap with t40 stardrive 5mm ext f/ti tibial nails-ex. Lot number: h555698 (non-sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming and final inspection, this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent tibial revision surgery due to non-union. Surgeon explanted the titanium cannulated tibial nail and put in a new nail, and added a small fragment plate and screws, and harvested bone graft using ria. The procedure successfully completed. The patient outcome is unknown. This report is for one (1) ti end cap with t40 stardrive 5mm ext f/ti tibial nails-ex. This is report 2 of 7 for (B)(4).